Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was being prepped for insertion at the femoral artery to support the patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient age and gender were not documented. The cp was to be inserted after the extra corporeal membrane oxygenation (ECMO) had been placed. The ECMO would be primary support and the cp would vent the ventricle. The patient's underlying medical history was not shared beyond the fact that there were EKG changes and the patient was an "emergency case". The cp was prepped for insertion, inserted, and the team observed a sensor failure alarm. The pump was not removed or replaced. The team performed imaging and observed coronary arteries to have no significant stenosis, but there was a rupture of the sinus of valsalva. The pump was removed and surgery intervened upon the sinus/valve. The patient was noted to have survived the surgery and loss of signal. The cause of the rupture was not shared by the medical team in japan. The underlying cardiogenic shock may have contributed, but baseline valve history was not shared or known. The rupture was observed after pump insertion and as such it is being conservatively due to the inability to conclusively dissociate the product from the patient harm.